Manufacturer narrative:
Device received with no damage to the lcd display window noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test, displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down buttons of the insulin pump had harder to pressed. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump screen had a rainbow effect in the sun-effects visibility and unexplained no delivery alarms. The insulin pump will not be returned for analysis.